Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result of 7.1 mmol/l on a patient. And the lab result was 3.9 mmol/l drawn a few minutes after the I-stat draw. The customer reported that the patient was subsequently treated for hyperkalemia with calcium gluconate, d10 500 ml and 10 units regular insulin. There was no patient information at the time of this report. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. With no details and limited information, it was determined that an adverse event occurred in that the patient received unnecessary treatment based on the I-stat result. Customer reports the sample was likely hemolyzed, however not confirmed. There were several requests made for information but to no avail. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-may-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h22299a.